Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards german affiliate, during a transfemoral valve in valve tavr procedure with a 20mm sapien 3 ultra valve in a non-edwards valve, the valve 'jumped' towards the ventricle, but the upper part of the frame remained in the non-edwards valve outflow track. Post-dilation was attempted with a 22 mm balloon. However, in the end, the operator decided to use a second 23 mm sapien 3 ultra valve to secure the other valve and eliminate the leak. Implantation was successful, and the end result was no paravalvular leak (pvl) and good gradient.

Manufacturer narrative:
Correction to h6 based on additional information. Imagery was provided by the facility and reviewed by an edwards imagery specialist, the following observations made: downward movement of thv towards lvot was observed during thv deployment. The tip of the flex catheter appeared to come in contact with pre-existing thv frame (top portion) immediately prior to sudden ds/thv movement during deployment. Retrograde flow of injected contrast media was observed, indicative of paravalvular leak. A physical gap appeared to be present between the frame of deployed thv and that of pre-existing valve, suggestive of undersized sapien 3 ultra (per feedback from edwards clinical specialist). Per feedback from edwards imagery specialist, pre-existing tavr appeared to be degenerated with leaflet thickening/fibrosis based upon appearance. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. The complaints for malpositioned thv and deployed valve exhibits paravalvular leak were confirmed based on provided imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. It should be noted that the thv was deployed in aortic position within pre-existing transcatheter heart valve. The sapien 3 ultra (s3u) thv with the commander delivery system (ds) is currently only indicated for valve replacement involving native calcific aortic stenosis. Therefore, this was off-label operation. As reported, 'during deployment, the valve jumped towards the ventricle, but the upper part of the frame remained in the evolut on the outflow track' and 'the operator decided to use a second valve, a 23 mm sapien 3 ultra thv to fixate the other valve and eliminate the leak.' Per provided medical opinion, 'the commander got caught with the frame of the pre-existing evolut valve,' 'the degenerated leaflets of the evolut dropped the s3u valve down,' and/or 'the valve was too small.' Review of medical imagery confirmed physical contact/interactions between the flex tip and pre-existing valve structure, immediately prior to sudden ds/thv movement during thv deployment. This interaction could potentially account for the sudden s3u movement if the flex tip became suddenly released/freed from the pre-existing valve structure. The s3u valve appeared nearly fully inflated just prior to the downward movement, with no physical contact being present at the s3u-pre-existing thv interface. Furthermore, per imagery review, the implanted 20 mm s3u was likely too small. Therefore, it is possible that during the sudden flex tip release, the downward ds/thv movement was further facilitated by the absence of proper anchoring between the undersized s3u and target site. Imagery review confirmed the presence of degenerate pre-existing valve with thickened/fibrous leaflets. Therefore, the potential impact of leaflet condition on the balloon instability during thv deployment cannot be ruled out at this time. As such, available information suggests that procedural factors (off-label operation: interactions with pre-existing valve, undersized thv) and/or patient factors (degenerate leaflets) may have contributed to the complaint event. Due to the malpositioned thv, wherein the valve landed too ventricular, it is likely that the thv skirt was unable to create a proper seal against target site, resulting in paravalvular leak (pvl). The pvl channels could have been further rendered via undersized thv. As such, available information suggests that procedural factors (off label operation: thv malposition, undersized thv) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.